Event description:
On (B)(6) 2015, it was reported during the follow up evaluation of a left tibia fracture repaired with a sign im nail, one of the distal locking screws had broken.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The original surgery was performed on (B)(6) 2014. A review of follow up radiographic data shows that one of the distal locking screws is broken. The cause of the broken screw is unknown. The original 8 mm x 320 mm, standard nail was not replaced. The broken screw was not replaced. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The fracture is healed and the broken screw presents no risk to the patient. Sign fracture care international continues to monitor these conditions as part of our post market activities.